Event description:
As reported: "when inserting the u-blade with hammer, the lag screw went together with the u-blade just to the tip of the femoral head. The u- lag screw was replaced to the 85mm one."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the complete rc lag screw including u-blade and end cap were returned for evaluation. The reported catalog and lot numbers could be confirmed based on the laser marking. The lag screw and u-blade could be disassembled and were found to be in good condition overall ¿ there is no deformation or significant damage (slight marks can be visible, most likely from the insertion attempts). A functional inspection with a compatible and functional gamma4 nail was conducted. The rc lag screw was able to be inserted through the nail as intended, without any difficulty. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by inadequate insertion of the rc lag screw, most likely due to excessive force applied during hammering. In this relation, the operative technique emphasizes that great caution must be advised during the hammering step of the rc lag screw: the insertion is done by hand until the u-blade spreads open and starts to contact the surrounding bone. At this point, the u-blade should be approximately 25mm away from its final position. Use the slotted hammer and apply careful hammer strokes to the strike plate of the rc inserter in order to insert the u-blade until its final position. Take care during u-blade insertion with the hammer to avoid implant or bone damage. Observe the indicator rings of the rc guide and rc inserter to stop hammering when the u-blade is in its final position. If more information is provided, the case will be reassessed.

Event description:
As reported: "when inserting the u-blade with hammer, the lag screw went together with the u-blade just to the tip of the femoral head. The u- lag screw was replaced to the 85mm one.".